Event description:
Complainant alleged that during biomed testing they were not able to seat that battery into the device to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.